Manufacturer narrative:
Return of device has been requested. As of the date of this report, device has not been returned.

Event description:
A patient reported that their pump was making whirling noises but not delivering any liquid. Medication and infusion parameters unknown. No patient injury reported.